Manufacturer narrative:
Correction: b.6, b.7.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Later contacted back through device tracking reporting "deflation". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Later contacted back through device tracking reporting "deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed an openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Later contacted back through device tracking reporting "deflation". This record is for the right side. The device was explanted.